Manufacturer narrative:
Analysis found the atrial and right ventricular leads were stuck in the connectors from being wedged and forced in the connector ports. The device has the original sbp header design where leads cannot be normally inserted into the connector ports. Since the leads were inserted in the field the leads would have had to be forced in with extreme forces and manipulations. The same or more extreme forces would then be needed to remove the leads. This is what was being experienced at explant where normal force and manipulations could not remove the leads. Extreme actions were taken in order to remove the leads from the connectors in the lab. The causes of the lead insertion problems have already been investigated by engineering.

Event description:
This report is to advise of an event observed during analysis.